Event description:
The consumer reported receiving burns to her side from the heating pad. There were blisters present from the burn, there was no medical intervention mentioned. She was sleeping with the unit which is contrary to proper use instruction.